Event description:
Customer reported poor image quality and lost images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the hard drive and reseated the display adapter board. System operates as intended.